Event description:
An inflammatory mass (im) was reported. It was stated that approx. A year ago, this patient was diagnosed with an im; however, patient had no symptoms. It was added that the present healthcare provider (hcp) had inherited the patient and as a routine had performed an MRI and that was how the im was diagnosed. It was also stated that a catheter dye study was done and there was a consent in july however, further details were not provided. Hcp had changed the medication from dilaudid 3.5 mg/day to fentanyl and took another MRI scan 6 months later and then 1 yr. Later and neurological consults were also done. It was further stated that the im was resolving itself without need for surgery. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).